Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). Submission was delayed due to masimo identifying unauthorized activity on the company¿s on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time. H3 other text: product not returned.

Event description:
The customer reported the rad-g "loses power when moved." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: the returned rad-g was evaluated. The device passed visual and functional testing. The device was able to obtain measurements with all enabled parameters and no interruption to monitoring was observed when the device was moved. The device was determined to be functioning as designed. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (b)(60. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the rad-g "loses power when moved." No patient impact or consequences were reported.